Event description:
Event description guidant received information that, approximately 16.5 months post-implant, the battery voltage of this implantable cardioverter defibrillator (ICD) is 2.49v with a charge time of 11.3 seconds. It was reported that the device is programmed to normal outputs and the patient has not received much therapy from the device. It was further noted that the patient has not had any radiation since the device has been implanted. The representative noted that the physician has elected to replace the device due to the rapid battery depletion within the next week or so.